Event description:
Procedure: lap gastric bypass. According to the reporter: staples did not form when fired in tissue. A new reload was opened. The load "slipped" and cut and formed staples in the wrong area of tissue. The surgeon stated tissue was thick. The case resulted in a gastrectomy. The case was delayed more than 30 minutes.

Manufacturer narrative:
(B)(4)